Event description:
A report was received that the patient will undergo a revision procedure for an unknown reason.

Event description:
A report was received that the patient will undergo a revision procedure for an unknown reason.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm.

Manufacturer narrative:
Additional information was received that the patient was experiencing discomfort at the clik anchor site. The patient underwent a revision procedure wherein the clik anchor was relocated. The patient was reportedly doing well postoperatively.